Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided for evaluation. Review of the data file did observe the customer's report. However, without receipt of the device root cause could not be firmly established using the data file. Analysis of reports of this type has not identified an increase in trend.